Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. The patient denied taking any action in response to the reported power issue and subsequently, the patient claimed he developed a symptom of frequent urination the following morning. The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The csr also verified the patient was using the correct test strip with the subject meter and that the subject meter turns on with the power button. The alleged issue, however, remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination and a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.